Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps instrument's coagulation not working, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found a dislodged conductor wire at the proximal end. A segment of the conductor wire was dislodged from the connector at the back end. The instrument failed the electrical continuity test. An additional observation not reported by the site that is not related to the customer reported complaint: the fenestrated bipolar forceps instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. No signs of thermal damage observed. The complaint regarding no coagulation was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. This complaint is considered a reportable event due to the following conclusion: the fenestrated bipolar forceps instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the fenestrated bipolar forceps instrument had no coagulation despite of changing the cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified that this occurred during a prostatectomy. The fenestrated bipolar forceps instrument was inspected prior to use and there was no damage or anything out of the ordinary found. The fenestrated bipolar forceps instrument did not collide with any other instrument or tool during the procedure. After the completion of this procedure, the instrument was not inspected for any damage. The procedure was completed robotically as planned. No patient demographics available.